Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. Unable to test for battery out limit alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to no button response. The device had a cracked case at display window corners, scratched display window, and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 60 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.